Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient with juvéderm voluma® xc. The patient presented ¿hardening¿ a week later. 3 weeks later, the patient ¿still has infection¿. The patient presented "no reaction in lower face where defyne was". The symptoms have not resolved.